Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Patient developed redness, pain, and swelling 6 weeks post miradry treatment. Antibiotics were prescribed for 20 days. The treating physician diagnosed it as prolonged sweat gland swelling/lymphadenopathy. At 2 months post-treatment, the symptoms were resolving.